Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the fluid air exchange stopped working during a surgical procedure. The gas tank was replaced to continue the procedure. There was no harm to the patient.

Manufacturer narrative:
The customer declined servicing. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on january 22, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).